Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 62mg/dl with dizziness, sweaty and unsteadiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals match. It was determined that there were extra bolus records. The reporter stated that the patient forgot to dial the bolus total up from 0.00 units to recommended amount. The reporter also stated that there was a change in physical activity level without adjustments to insulin regimen. This report is being made due to the bg excursion the patient experienced due to the patient forgetting to dial bolus total up from 0.00 units to recommended amount.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient forgetting to dial bolus total up from 0.00 units to recommended amount).

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: the black box began on (B)(6) 2016. Due to continued use of the pump, the black box and pump histories had been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).